Event description:
Wife of home patient (hp) reports patient line of homechoice sets were not priming completely. Hp was able to prime lines after restarting with new supplies. Per spouse, there was no patient injury or medical intervention as a result of incident.